Manufacturer narrative:
Device investigation narrative - the motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about may 10, 2016. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the svc repl mdu hand cntrl pwrmx was heating up during the case. There was a delay of less then 30 minutes. There was a backup device that was used to complete the procedure. There were no patient injuries reported.